Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
Pc-(B)(4). Event date unknown. Investigation summary: according to the information received, the reported event for the reload was suspect counterfeit product. Upon visual inspection of a photo, the following was observed: the photo shows a tyvek with product code gst60b, lot # t42u17, exp. Date: 2025-04-30. The t42u17 lot number which is not found in our quality tracking system. Additionally, the artwork print on the tyvek was reviewed and compared against j&j package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. Based on the photo reviewed, the counterfeit product is confirmed, however no root cause could be determined.